Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
This is a report of a disconnection of the titanium adapter from a non-baxter peritoneal dialysis (pd) catheter, which caused peritonitis. The patient had forgotten that he was attached to the cycler and attempted to leave the room, at which point the catheter was pulled apart from the titanium adapter. Approximately 10 days later, the patient presented to the pd clinic with cloudy effluent and abdominal pain. The patient was not hospitalized, but was treated with vancomycin (dose, route and frequency not reported). At the time of this report, the patient was recovering from the event of peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.